Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.